Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for low blood glucose. Blood glucose at the time of admission was 41 mg/dl. Customer reported being passed out prior to their hospitalization. The customer stated they had received a low battery alert prior to their hospitalization. Customer also stated they did not eat for four days, causing their blood glucose to drop. The customer also reported their insulin pump's screen went blank due to their battery dying. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.